Event description:
The customer reported that the insulin pump delivered a bolus that she did not program. Reviewed the bolus history and found a bolus wizard of 9.95 units. The customer's blood glucose was 74 mg/dl. The customer stated that she was sleeping at the time of delivering, and does not feel that she could have accidently pressed any buttons. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.